Event description:
Patient revised on (B)(6) 2021 due to infection, following index surgery on (B)(6) 2021. Surgeon explanted 40/16 humelock reversed stem and 36/+3 standard humeral cup, and then implanted a new 40/16 humelock reversed stem, 36/+6 standard humeral cup, and 2 corticals crews for additional fixation.